Manufacturer narrative:
The pod was received with the soft cannula not deployed due to the needle cap still being attached. The slide insert was not visible in the top housing viewing window, however the linkage assembly was observed to be slightly extended, indicating that the needle mechanism deployed into the needle cap. The download data showed that the pod completed both priming sequences with an expected number of pulses before being deactivated by the user. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was filling a pod the cannula had deployed early prior to removal of the needle guard. The patient reports the pods pink slide had not moved forward. The pod was not worn.